Event description:
It was reported that the unit has a frayed power cord. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
The unit has not been returned for evaluation, and attempts to reach account have been unsuccessful. Follow-up will be issued if necessary based upon investigation results.